Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to increase in shock impedance measurements, measuring greater than 200 ohms. The physician attempted to reposition this lead, however the pacing impedance measurements were showing greater than 3000 ohms. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to increase in shock impedance measurements, measuring greater than 200 ohms. The physician attempted to reposition this lead, however the pacing impedance measurements were showing greater than 3000 ohms. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to increase in shock impedance measurements, measuring greater than 200 ohms. The physician attempted to reposition this lead, however the pacing impedance measurements were showing greater than 3000 ohms. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.